Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a transient elevated blood glucose while using an inset 23"-6 mm infusion set with the ilet system, without occlusion alerts, and suspected possible tubing compression; the user had consumed a small snack shortly before the event and primed the tubing with visible drops. Symptoms included elevated blood glucose up to 202 mg/dl without signs of diabetic ketoacidosis, loss of consciousness, or other acute effects. Outcomes included no need for medical assistance, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education regarding potential infusion set or tubing issues and expected variance between blood glucose meter and continuous glucose monitoring values. Investigation of this case revealed no device alarms and no confirmed occlusion, with the event consistent with hyperglycemia of unclear cause potentially related to postprandial glucose rise or positional tubing compression. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.